Event description:
Patient reported "rupture" and "capsular contracture, the baker grade is unknown" against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Patient reported, "rupture" and "capsular contracture. The baker grade is unknown". Against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, red particle in the shell, weight to the spec device appearance, no openings was found in the device. Cloudy after autoclave disinfection process in the gel. Based on the device analysis, the final assessment is: no observations found related with the complaint reported by the physician.